Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when at the first packet during a cystectomy/ileal conduit, the needle came off from the beginning. Another device was used to complete the case. There was no patient injury.